Manufacturer narrative:
One device was returned for analysis. Review of service history identified that device came in december 2025 for preventive maintenance/downstream occlusion seal. Review of event log found cassette not attached properly alarm. Visual and functional testing was performed. The reported error was not replicated. Found a small air bubble on the downstream occlusion (dso) seal and yellow color on the upstream occlusion (uso) seal. The dso sensor and uso seal were replaced.

Manufacturer narrative:
Device was returned to manufacturer and in pending investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed a downstream cassette not attached alarm while infusing during patient use, which resulted in a delay in the infusion therapy. There was patient involvement, and no reported patient harm.